Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory no defects were note at the lead tip or helix that would have contributed to the dislodgment observed during implant. An x-ray revealed that the rs- coils were twisted and the lead was fractured at the distal end of the terminal pin. The damage was consistent with overturned of helix. The helix mechanism functionality could not be verified through normal testing due to fracture in rs- coils; however, the helix mechanism was found to be functional when using tweezers to rotate at lead tip.

Event description:
Boston scientific received information that during the implant procedure this right ventricular (rv) lead dislodged with intermittent capture. The helix would not extend upon repositioning therefore, the lead was removed. No adverse patient effects were reported.